Event description:
Stapler device malfunctioned - noted after patient had to return to surgery that gia stapler had pulled apart causing leakage of small bowel contents. Diagnosis or reason for use: colectomy surgery.